Event description:
The customer stated that she was hospitalized due to hyperglycemia and diabetic ketoacidosis. Troubleshooting was performed and found that the insulin pump had alarmed no delivery prior to the event. The insulin pump was programmed correctly. Further troubleshooting could not be competed because the customer did not have the necessary supplies. The customer was advised to call back to complete troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as not product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.